Manufacturer narrative:
A review of the approved device history records indicated the device met all release criteria. The device has been returned to the manufacturer for evaluation; however, the investigation is currently ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during an attempt to place the coil in an aneurysm, the coil detached within the microcatheter. The v-grip device had not been connected. The coil was found lodged in the y-connecter assembly and was removed from the patient without incident. There was no reported patient injury.